Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the helix of the leadless pacemaker was sprung. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on 13 apr 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult or delayed positioning was not confirmed while the reported event of stretched helix was confirmed. As received, a device was returned for analysis. Final analysis noted the helix elongation is consistent with procedural damage. No other anomalies were identified.